Event description:
Discordant cardiac troponin ultra (tni ul) results were obtained on multiple patients on an advia centaur instrument. The initial results were reported to the physician(s). The same samples were repeated and the corrected results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant tni ul results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse determined that the cause of the discordant cardiac troponin ultra results was unknown. The fse observed a leak around the cleaning solution cover and a loose connector. The fse replaced the cleaning solution tubing and secured the connector in the fluidic drawer. The instrument is performing within specifications. Further evaluation of the device is not required.